Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1132, serial#: (B)(4), description: precision spectra implantable pulse generator; model#: sc-8352-50, serial#: (B)(4), description: coveredge x 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing severe burning with the device and extreme pain where the leads were placed. The patient was recommended to turn off the device to see if this would help. No further information could be obtained.